Event description:
During gallbladder removal a 2 mm piece of the da vinci cautery hook became defective. Pieces of the hook within eyesight were removed, but out of an abundance of caution, an x-ray was performed. The x-ray correlated with the pancreatic duct stent with no radiopaque foreign body identified.